Event description:
It was reported that during an a-fib procedure, when the lasso catheter was connected, the customer lost all the 12 leads of bs ecgs and ic (intracardiac) recordings signal on both carto and ep recording systems at the same time. Cables were exchanged and the issue persisted. The case was completed without any patient consequence by changing the lasso catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned device was tested for electrical resistance and current leakage and it passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.